Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that direct stenting was performed using the rx vision stent delivery system (sds). After post dilatation, a large dissection was observed, which required treatment using a balloon catheter. An rx pixel stent was deployed and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem. Also, it should be noted that contrary to the IFU, no pre-dilatation was performed in this case prior to stenting with the rx vision. The failure to pre-dilate the lesion may have contributed to the reported dissection and/or hematoma.